Manufacturer narrative:
(B)(4). Date sent: 7/29/2024. D4: batch # 743c92. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gcflgw reload present. The reload was received with the one-piece sled slightly out of position and unfired making it nonfunctional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 743c92, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire and noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.